Event description:
Reporter noted eight cases of post-op infections with two different surgeons. Customer was also using two different systems. Two pts were condsidered to have serious infections; received surgical treatment. Six pts were considered to have light infections; treated topically. Customer is trying to determine the source of infections; closed the or. Pt 1 of 8.

Event description:
Additional info on pt 1 of 8: phaco surgery 9/13/2001. Infection (sleeve) noted one day post-op. Pt was hospitalized for irrigation of anterior chamber and intravitral antibiotic. Outcome was very good. Clear anterior segment and va 10/10.